Manufacturer narrative:
Justification for no UDI: this device was manufactured but not domestically distributed; it is only distributed in the intended geography. There is no existing UDI regulation. Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to monitor a patient (age & gender unknown), the device displayed an "ECG monitoring failure" message. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
The device was returned to zoll australia for evaluation. The reported issue could not be replicated. Review of the data file did show the error message related to the customer's report. However, the device was tested with a returned multifunction cable (mfc). Bench testing and ECG stressing were performed on the equipment returned from the customer without duplicating the customer's report or any malfunction to the device. The defib receptacle and mfc cable were replaced as a precaution. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.